Event description:
It was reported that during surgery, the instrument became stuck in the disc space. While trying to retrieve the instrument, the head broke off and remains inside the patient. A revision surgery is not planned at this time. No patient complications were reported.

Manufacturer narrative:
This report was initially received from a sales rep on 9/30/05. On 10/14/2005, we received uf report 2601790000-2005-0002 from the hospital. A copy of the report is attached. Device was returned to the manufacturer for evaluation. In addition, device history records were reviewed. No documentation was found that would indicated a nonconformance to specifications. A visual exam fond that the shaver tip broke off at shaft/shaver interface. Part appears to be made to print. Unable to determine the cause of the event.